Event description:
It was reported that the patient experienced a transient ischemic attack. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications that occurred. At the 45 day follow up for the patient it was discovered that there was a 0.7cm leak. The patient was taken off of their anticoagulation medication. The patient was admitted to the hospital (B)(6) 2019 with signs of a transient ischemic attack. The patient was found not to have any residual deficits following this event. The patient recovered well and was discharged on eliquis and aspirin with a plan to follow up with the physician in a few weeks.